Event description:
The following article was received based on a literature review: literature title: outcomes of second trabeculectomy versus glaucoma drainage device in juvenile open-angle glaucoma after primary trabeculectomy failure. A retrospective study was done to compare outcomes between second trabeculectomy surgery versus glaucoma drainage device (gdd) insertion in juvenile open angle glaucoma (joag) patients after primary trabeculectomy failure. A total of 17 eyes (gdd group) with primary trabeculectomy failure underwent second glaucoma surgery and were implanted with either baerveldt 350mm2 glaucoma implants (n=7 eyes; johnson & johnson vision) or ahmed fp-7 glaucoma implants (n=10 eyes; new world medical) it was reported that the failure rates were 20% at 3 years and 30% at 5 years follow up in the gdd group. Failure due to uncontrolled intraocular pressure (iop) was defined as postoperative iop outside the success criteria on two consecutive follow-up visits. Additionally, 2 cases in the gdd group had tube exposure resulting in tube removal. It is unclear if the complications occurred in the eyes implanted with the baerveldt 350mm2 glaucoma implants, or the non-jnj device. A copy of the article is provided with this report. Citation: kasem seresirikachorn, md, phd, kornkamol annopawong, md, nucharee parivisutt, md, boonsong wanichwecharungruang, md, david s. Friedman, md, phd, mph, and daniel m. Vu, md, outcomes of second trabeculectomy versus glaucoma drainage device in juvenile open-angle glaucoma after primary trabeculectomy failure, (2024), j glaucoma; issue & volume: 34:297¿303.

Manufacturer narrative:
Section a2: age/date of birth (years): ages are 26.4 ± 8.2. Section a3: sex/gender: (male: female): 19:17. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 05 dec 2024 section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the lot number was not provided. Section h3: the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.